Event description:
High out of range shock impedance and pacing impedance were reported on this lead. Doctor confirmed lead fracture with x-ray. Noise was also reported on the far field channel. Lead remains implanted. No inappropriate therapy was reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2020. Should additional information be received, this file will be updated. Upon receipt, the lead under complaint was found fragmented 33.5 cm distal to the is-1 connector pin into two fragments. A proximal and distal fragment were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed that both lead fragments were found squeezed and deformed, (33.5 cm distal to the is-1 connector pin). In this area all the conductor cables and coils were found fractured, which is assumed to be the root cause of the reported high impedances and oversensing. The subclavian crush resulted in the described fracture at this position. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2020. Should additional information be received, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.